Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces, also it had no ramping numbers noted. The device was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case window display corners, a scratched lcd window, a cracked case, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not performed. The device was returned for analysis.